Event description:
Implants about 27 years ago. Dr who did surgery. I have been researching for 3 weeks and have been told medical records don't have to be kept. This is my health, I have learned medical devices implanted into someone has to be kept. Please help in my search for medical records, 3 weeks have already been wasted with pain and fear. My implants have broken and leaking. Doctors won't see me or remove implants, which have caused my breast to be hard and in pain. Doctor's office which did implants at the hospital. All say I have no records to be found. Although now I am told by my doctor (and also legal department from facility - FDA requires all medical devices to be kept on file for ever by doctor or hospital. Someone there has these records. Doctor's office who did surgery must also know this. I please ask for all help to retrieve my records. My doctor won't see me to remove implants to help with silicone leaking into body and says no one else would see me without records. Which by law are on file somewhere. After 2 mammograms and 2 MRI breast exams, I was refered to a doctor - which a - appointment for 2009, but I have no medical records for doctor and he won't remove or see me because of no records. Please help me. Would you want to find yourself with this problem. Am I to live with pain and fear because no one wants to look for my medical records which are stored somewhere.